Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service.

Event description:
A customer reported that their AED's asi is flashing red. During trouble shooting with the customer, the AED would not perform a manual self test. They reported that this did not occur during patient use.